Event description:
Reporter indicated that he could not establish communication with a newly implanted generator. After troubleshooting was performed, it was revealed that the battery in the physician's wand was dead. The physician replaced the wand; however, it is unk whether or not this resolved the issue. Good faith attempts to obtain additional info from the physician have been unsuccessful to date.